Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted approximately three years ago (length of implant: approximately 3 years). It was reported that there was a concern regarding the battery longevity. It was further noted that a new non-guidant ICD was implanted and one year later this patient received a heart transplant.